Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a bunionectomy on (B)(6) 2014. During the procedure, the guide pin fractured upon removal and could not be retrieved. The patient retained a fragment of the guide pin. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Lot number, expiration date - unknown. Initial reporter name, address, phone - unknown. PMA/510(k) number - unknown. Manufacture date - unknown.

Event description:
It was reported that the patient underwent a bunionectomy on an unknown date. During the procedure, when the guide pin was being removed, it fractured and could not be retrieved. The patient retained a fragment of the guide pin.